Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the physician observed through the camera that the metal tip of the fiber detached inside the patient. The fiber was replaced, and a second fiber was used to complete the procedure without patient complications.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the reported fiber tip detachment is confirmed as analysis identified the glass and metal cap separation. It is probable that the tissue adhesion identified on the metal cap contributed to elevated temperatures leading to the glass/metal cap detachment. The increase in temperature can be caused by tissue adhesion from constant and heavy tissue contact and/or a decrease in saline cooling flow. Continuous elevated temperatures can lead to fiber damage including circumferential fracture. The interaction between the user and device caused or contributed to the observed fiber tip damage and reported event. According to the instructions for use, increasing the irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. Although analysis identified severe devitrification at the detachment zone, please note that devitrification is normal degradation of the fiber which occurs through use of the fiber. It is caused by heat accumulation at the fiber tip causing the glass at the firing window to crystalize. Device history record review: the device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Device technical analysis: the fiber was returned and upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual analysis of the fiber identified that the glass cap and metal cap were detached. The cap assembly was returned with the fiber, and it was observed that the metal cap exhibited severe detritus adhesion, indicative of prolong tissue contact. There was also severe devitrification observed at the distal end, detachment location. The fiber was functionally tested with the helium-neon (he-ne) laser fixture. The testing conducted did not identify other breaks on the fiber body. The connector cone, segments, and tabs appear in good condition and secured. The control knob is attached and aligned with fiber and can rotate the fiber as designed. Labeling review: a review of the instructions for use was completed and did not reveal any evidence of device misuse, off label, or inability to follow instructions. The IFU states: connect the tubing from the sterile saline for irrigation solution to the fiber luer lock connector. Position the saline solution at least 106 cm higher than the level of the endoscope/cystoscope. Increased irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. Caution: do not bury the tip of the fiber into the tissue. Reduced irrigation fluid flow may result in damage to the fiber. Ensure the distance from the fiber to the tissue is approximately 2 mm (1 to 3 mm). Accumulation of debris may result in over heating of the fiber cap leading to premature fiber degradation or fiber failure. Investigation conclusion: the fiber glass and metal cap detachment is consistent with fiber that experienced tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline cooling flow, which leads to elevated temperature near the laser beam output window. These factors are likely to cause the noted glass/metal cap detachment. The IFU instructs the user to maintain a working distance of 2 mm between the tissue and fiber tip during use and to increased irrigation flow by means of a saline pressure bag (set to 250 mmhg 300 mmhg) to further increase liquid cooling effect to reduce fiber tip damage. A conclusion code of unintended use error caused or contributed to event was assigned to this investigation. The interaction between the user and device, caused or contributed to the observed fiber tip damage and reported event.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the metal tip of the fiber dropped on the patient. The fiber was replaced, and a second fiber was used to complete the procedure without patient complications.

Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported fiber tip break cannot be established as the product is not available for analysis. Device history record (DHR): the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. The IFU states: caution: do not retract, dissect, or probe tissue with the tip of the fiber. Damage may occur to the fiber tip investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the physician observed through the camera that the metal tip of the fiber detached inside the patient. The fiber was replaced, and a second fiber was used to complete the procedure without patient complications.